Event description:
While on a pt the unit had a tech error 40 and the pt was fighting the ventilator. Low min vol alarm, tech error in exp cassette, vt inspiratory overrange, peep low and hi paw. The vent was swapped out and sce was dispatched.